Manufacturer narrative:
Corrected data: in the initial report, the report source - foreign - was inadvertently indicated and should not have been selected. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the right eye of a (B)(6) female patient. The iol, initially placed at 61 degrees, was measured at six-month visit at 40 degrees, with a difference of 21 degrees. Reportedly, the patient had no complaints at the six-month visit and no secondary surgical procedure was required. No further information was provided.